Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 lead tip remains in patient due to fracture when lead was explanted. Lead tip is in the svc junction. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted due to noise. No adverse patient events or inappropriate therapies were reported. Should additional information be received, this file will be updated.